Event description:
The customer reported the system intermittently will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos, rtos, ffb and gib boards, workstation 5v power supply, backplane, and interconnect cable. System operates as intended. (B) (4).